Event description:
The pt was very anxious after receiving 3 shocks and presented to the hosp. When the pt arrived at the hosp, the device was impossible to interrogate and after some delay, it was noticed that the device was at eri. The physician decided to explain the device and lead. The pt did not have any other illness or history of illness. Pt remained hospitalized for a total of 2 days and left in good condition after having a new system implanted.